Event description:
It was reported that customer experienced cgm error and needed help to start sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, did not see error again after reset, and successfully started sensor session, with no additional actions required.